Event description:
Consultant reported during an orif of a distal tibia the surgeon could not get the tip to engage and grab the far cortex. This complaint is 1 of 1 for complaint number (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device used for treatment, not diagnosis. Product development evaluation - the measuring hook is designed to hook on the far cortex of the bone when passed through a drilled hole. The shaft needs to be straight and the hook bent as designed in order to function acceptably. The shaft of the measuring hook on the returned device has a sharp bend in the shaft and the hook portion is bent/straightened which considerably reduces the ability of the device to function as intended. There is evidence that attempts were made to straighten the shaft which indicates that it was inadvertently bent during use. The device was produced in july 2003 and is over 8 years old. Based on the condition and age of the returned device, there are no indications of any manufacturing or design related issues. The complaint condition appears to be the result of mis-use and there are no indications of any manufacturing or design related issues. Therefore, this complaint is invalid. No nonconformances related to this complaint were found in DHR. Placeholder.